Event description:
The customer reported a patient reaction three hours into procedure during a case study. The donor experienced stomach cramping, jaw tightening, numbness, and hand cramping, unable to speak due to jaw tightening and hand/arm spasms. IV calcium gluconate administered, slowed the flow rate and adjusted the ac ratio. Ems was called. Patient identifier, weight and outcome are not available at this time. Patient age was provided as early 30s.

Manufacturer narrative:
Lot number and expiry are not available at this time. Investigation is in process. A follow up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in a.1, a.2, a.4, b.5, b.6, d.4, h.6 and h.10. Investigation: a disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. Per follow up with the customer, the flow rate was decreased and the ac ratio was adjusted. She experienced jaw tightening, numbness and hand cramping 15 minutes later. She was given more IV calcium gluconate and the procedure was stopped. 10 minutes later she was unable to speak due to jaw tightening, and had hand/arm spasms. IV calcium gluconate was continued and the donor¿s access line was pulled. Ems was called and responded within 10 minutes. Terumo bct reached out to the customer and they wanted to have the ac management educational program. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. According to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of 4.8%. Some of the most common reactions include fever, urticaria, hypocalcemic symptoms, pruritus, dyspnea, tachycardia, and mild hypotension transient hypocalcemia associated with apheresis is usually well tolerated. Symptoms often show as paresthesia (tingling) but patients may also experience unusual taste, nausea, lightheadedness, shivering, and tremors. Severe hypocalcemia may also cause muscle contractions and can progress to tetany and seizures if hypocalcemia escalates and is not corrected. Root cause: a root cause assessment was performed for the reported citrate reactions. These reactions occur due to decreased ionized calcium in circulation as a result of exogenous citrate administered during the apheresis procedure and are influenced by donor physiology, the rate of ac infusion, and/or the length of the procedure. These symptoms may be treated with oral or intravenous calcium supplements or by adjusting the ac infusion rate.

Event description:
The customer reported a patient reaction three hours into procedure during a case study. The donor experienced stomach cramping, jaw tightening, numbness, and hand cramping, unable to speak due to jaw tightening and hand/arm spasms. IV calcium gluconate administered, slowed the flow rate and adjusted the ac ratio. Ems was called. Per follow up from the customer ems was called due to bilateral hand tetany; numbness/tingling of face and feet; lightheadedness.